Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. Reportedly, the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm was displaying a value of "low," and the meter bg reading was 700 mg/dl. Additionally, customer was consuming carbohydrates and administered glucagon in an attempt to treat bg level as displayed on the cgm. Subsequently, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. Reportedly, the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm was displaying a value of "low," and the meter bg reading was 700 mg/dl. Additionally, customer was consuming carbohydrates and administered glucagon in an attempt to treat bg level as displayed on the cgm. Subsequently, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.